Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately when compared against another device. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue began. According to the csr's documentation, prior to the start of the alleged issue (date/time unknown), the patient reportedly was in the hospital due to "low sugars" (symptoms no specified). Prior to the alleged "low sugars", it is not known what the patient's previous blood glucose result was with the subject, it is not known what action the patient took in response to her previous reading, and it is not clear if the patient had made any changes to her diabetes management before her "low sugars" began. The patient's blood glucose reading with the subject meter, prior to going to the hospital, is also not known. During the patient's time in the hospital, the patient reportedly compared a reading she obtained with the subject meter against a reading she obtained with the hospital's meter, performed within 30 minutes of each other. The blood glucose readings the patient obtained with the subject meter and the hospital's meter are not known; however, the patient claimed there was a "100 points" difference between the readings. It is not clear what action the patient took in response to the alleged issue. The patient denied receiving any form of medical intervention/treatment after the alleged issue began. It is also not clear when the patient's "low sugars" improved. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's reported "low sugars" started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.